Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3/4 of their automated peritoneal dialysis therapy. Per initial report, the home patient disconnected the transfer set from the patient line of the homechoice set during a dwell phase, and did not return in time for the following drain cycle. When the home patient returned, patient received the system error 2240 alarm while reconnecting to the setup. Baxter's technical service center assisted the home patient in ending therapy early. Per the home patient's nurse, no patient injury or medical intervention was assoicated with this incident.